Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of telemetry failure and further noted that the cable was damaged, and it was therefore replaced. The device then passed its functional and bench tests.(B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head experienced telemetry failure during a patient check; a different rf head was used. Initial analysis noted that the cable of the rf head was damaged, and it was replaced. The rf head has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.